Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 389-390 mg/dl. Customer alleged bg was caused by the pump not delivering insulin. A manual injection was administered to address bg. Customer performed an infusion set site change to address the issue.